Manufacturer narrative:
Customer technical support personnel discussed the possible reason for the negative reaction in the anti-a and anti-d microwell; is due to the depth of where the provue aspirates red cells from the samples compared to where the user aspirates cells for manual gel samples along with the theory that donor transfused red cells are denser and would settle to the bottom of patient samples after centrifugation. While the operator would typically aspirate cells more towards the top of the tube collecting autologus red cells. (Feb 15, 2016 1 unit of blood group o neg transfused to the patient). Communication (B)(4) which discusses the possible reason of the false negative results. Customer indicates their understanding of the potential cause of the reported concern and indicates their confidence that the root cause was sample related and not any defect in the gel card or the provue operations. Customer is satisfied with the performance of the provue and requires no additional follow up. The investigation determined that the most likely root cause of this event was sample related due to the recent transfusion.

Event description:
Ocd rep contacting cts to report false negative reactions to the forward anti-a and anti-d microwell to the mts abd/rev gel card on the provue to a patient who consistently shows reactivity in these wells by the manual gel method.